Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pacemaker. Boston scientific technical services (ts) noted that this device is using more of the power it should be using. Then, the patient went to clinic and the device was found to be in safety core. Device was recommended to be explanted as soon as possible, therefore it was explanted. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pacemaker. Boston scientific technical services (ts) noted that this device is using more of the power it should be using. Then, the patient went to clinic and the device was found to be in safety core. Device was recommended to be explanted as soon as possible, therefore it was explanted and has been returned for analysis. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This investigation will be updated should further pertinent information be provided.